Manufacturer narrative:
(B)(4).

Event description:
It was reported a declot procedure was being performed on an av fistula in the operating room. During the procedure, the physician noticed the tip of the ptd came off after the tech cleaned off the end of the catheter and found it missing. The tip was confirmed to be in the patient's arm and could not be retrieved. The patient was given a perm catheter. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a ptd catheter assembly with the basket retracted inside the sheath and part of the pebax tip missing from the basket assembly. Microscopic examination of the tip revealed that it was broken near the base of the distal connector and approx. 1.0 mm remained attached. No other defects or damage were observed. Functional testing was performed with a lab inventory rotator and the device retracted, deployed and rotated as expected. A DHR review was performed with no relevant findings. The IFU warns that potential fatigue failure and fragmentation may occur with prolonged activation of the ptd device. The probable cause could not be determined. Further investigation has been initiated at the manufacturing site.